Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not display the etco2 values during patient use. This issue was observed during maintenance the customer was performing. There was no reported patient involvement/adverse patient impact.